Manufacturer narrative:
(B)(6). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during laparoscopic hysterectomy procedure, the titanium tip broke. The broken piece was retrieved by forceps. Changed to another one to compete the procedure. No adverse event on the patient. As the patient had hepatitis, the sample had been discarded.